Event description:
The facility's biomedical engineer reported an infusion pump with "display lines". While being serviced by a baxter service representative, a failure code 500:320:675:0000 was discovered is the event history. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific paitent information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.